Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out the cassette and into the cycler. Pt stated that he found fluid leaking out of the cassette when he removed it. Pt states no ill effects, received one dose of antibiotic as a precaution, effluent has remained clear. There is a sample available for eval.

Manufacturer narrative:
A sample was returned to the MFR and the reported cassette leak was confirmed. A batch record review was also conducted and confirmed there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training info will be...